Event description:
It was reported that when the patient had their pump implanted it took 3 months for it to ¿start working¿ and it worked well for a couple of months but then suddenly didn¿t work so it was replaced with another pump. The pump had not worked. The patient did not get pain relief with it and did not think it helped her. The drug the pump was delivering and the patient outcome was not reported. Further follow-up was being conducted to obtain the information. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# j0177966r, implanted: (B)(6) 2001, explanted: (B)(6) 2013, product type catheter. (B)(4).